Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead with a different model was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. A new ra lead with a different model was successfully implanted. No additional adverse patient effects were reported. Additional information received which indicates that this ra lead was dislodged and got twisted up around the device due to twiddler's syndrome. As the patient experienced twiddler syndrome and flipped the device multiple times in the pocket. This ra lead will be returned for analysis.